Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that last time they recharged the implant was on friday, and afterwards the patient noticed that the stimulation was off and when they went to turn it back on, they received the message that maximum settings had been reached. They said that the therapy was at 0.3 and should be at 1.1. With instruction, the patient connected to the implant and received the message: system is operating at maximum settings and therapy cannot be increased. Reviewed meaning of the screen with the patient. When asked, the patient said that they had tried different programs and said they experienced the message message on each of the programs. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said hasn't been to the clinic since a few months after the implant in 2021 and the physician retired.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va290pv implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the therapy being at 0.3 when it should be at 1.1 was determined and they noted the likely cause as being "the lead was broken - unknown reason why - I hadn't done anything to cause it. It was working and all of a sudden it didn't." When asked the steps that were taken the patient noted "new [company] device being implanted (B)(6) 2025." The issue was not yet resolved. The patient also noted the cause of the stimulation being off as well as the max settings message was determined and noted the likely cause as being "broken lead - for no apparent reason" and noted the steps taken for this issue are the same as the previous question (new device (B)(6) 2025). The issue was not yet resolved.

Event description:
Additional information was received from a manufacturing representative. They reported that they haven't asked the customer to return the device and it hasn't been returned to the lab in minneapolis. They stated that they weren't aware that it needed to be returned so it was discarded in the operating room.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va290pv serial# implanted: (B)(6) 2021 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead being broken was unknown. The lead malfunctioned and was replaced. Device was returned to manufacturer representative.